Manufacturer narrative:
Problem could not be confirmed because product/data is not available.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.